Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump passed the high pressure test. The caller did not have the customer's settings. Unable to verify whether or not they were correct. Nothing further was reported.